Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 53 mg/dl on (B)(6) 2017. The patient treated by eating food. Additionally, the customer experienced blood glucose value of 451 mg/dl on (B)(6) 2017. The customer treated the hyperglycemia via manual insulin injection. Troubleshooting was declined for the low and high blood glucose values. The insulin pump was not returned for analysis.